Event description:
It was reported the pt had their pump device repositioned due to a pump pocket seroma. It was stated when the pump was placed in the left side of the pt's abdomen the pump had been flipping. On (B)(6) 2009, keflex was administered. On (B)(6) 2009, 70 cc of fluid were aspirated from the site. On (B)(6) 2009, the pt's pump was moved to the right side of the abdomen. It was stated the pt recovered without sequela. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B)(4).